Manufacturer narrative:
Device is a combination product. (B)(4)device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. The stent was damage and moved in a distal direction on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion identified shaft polymer extrusion damage. The inner shaft polymer extrusion was bunched/ accordioned on the distal side of the bi-component bond. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08jun2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous right coronary artery. Following pre-dilation using a 2.5*20 non-bsc balloon catheter, a 4.00 x 38mm synergy¿ stent was advanced but failed to cross the lesion twice. The procedure was completed with a 4.0*32mm synergy¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.